Event description:
A triad skull clamp was involved in a slippage. Additional info was not provided, but has been requested.

Manufacturer narrative:
The device involved in the reported incident has been received for eval. An investigation has been based upon the reported info.